Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. Post market vigilance (pmv) led an evaluation of one ta 60-3.5mm single use reloadable stapler. The event report alleges the product was used in a surgical procedure. The returned sulu was loaded with staples from a pmv test unit. The stapler and reload were applied to the test media with acceptable staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter during the colostomy procedure, the staplers had a problem such as poor staple formation, incomplete staple line, and a staple or a few did not form at all. The surgeon had to over sewed staple line to resolve the issue. A medical or surgical intervention was needed to prevent a permanent impairment of a function. The patient is alive and has no injury.